Manufacturer narrative:
Per good faith effort response received, the device was put in for disposal and will not be repaired. No further action is required at this time. If additional information is received, the complaint file will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device's display was dim. There was no patient involvement at the time the issue was discovered. The device was taken out of service. No patient or user harm was reported. The customer also noted that the device is over 15 years old and has the first-generation liquid crystal display (lcd). The remote service engineer (rse) provided the customer with the part numbers and prices of the replacement parts needed to upgrade the first-generation liquid crystal display (lcd) to a second-generation lcd and the complete ui assembly for repair.